Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer rec'd readings of 122, 221, and 171 mg/dl within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to MFR's specifications.

Manufacturer narrative:
A control solution test was completed and results were within the appropriate range. An attempt was made to complete a blood glucose test with the customer on the telephone, but two different strips did not provide a result. Case was not coded properly upon initial contact. An internal audit identified the oversight and case was evaluated by regulatory.